Event description:
Complainant alleged that during a routine shift check of the device by a medic, the unit intermittently displayed "pacer fault 116", "defib disabled" and "insert card" messages. The complainant indicated that there was no patient involvement in the reported malfunction.